Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, mild to moderate aortic regurgitation (ar) was reported and the patient experienced heart failure. Twelve days post valve implant, the patient arrested and died. The cause of death was not reported. It is unknown whether an autopsy was performed. Note: the surgeon is an experienced surgeon who checked the valve before implant and found that the valve looked normal with no defects on the leaflet. The valve was sutured with ticron 2-0 with a pledget, interrupted stitches and supra annular technique. Post implant, echocardiogram showed mild-moderate aortic regurgitation (ar). The following day, moderate to severe ar was still present. The surgeon has never used the valve before and is asking about the suturing technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.